Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka) high blood glucose 9bg) levels of 16 mmol/l (288 mg/dl) and vomiting, while on the omnipod device and not being able to use it as the personal diabetes manager (pdm) had stopped working due to a broken charging port. At the hospital, the patient was given fluids, anti sickness medicine and an intravenous (IV) drip of paracetamol and insulin.